Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system is expected to be explanted due to an infection, however the system explant has not been confirmed. Further information has been requested. Additional information received that this s-ICD system was explanted and not replaced. No additional adverse patient effects were reported. The s-ICD system will not be returned for analysis.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system is expected to be explanted due to an infection, however the system explant has not been confirmed. Further information has been requested. No additional adverse patient effects were reported. Additional information received that this pacemaker was explanted and not replaced. No adverse patient effects were reported.